Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm or duplicate the reported event. The fsr reported the device passed all testing and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device started auto cycling. The customer reported the patient desaturated briefly. The customer reported the patient was placed on back up ventilator.